Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) stated that their remote communicator displayed a red call doctor icon. Subsequently, troubleshooting was performed, and the communicator was power cycled, and a successful patient-initiated interrogation was sent. High out of range shock impedance measurements were found. Additionally, a pacemaker mediated tachycardia (pmt) was also observed, the devices algorithm successfully terminated the episode of pmt. Reprograming of the device and a potential commanded shock were discussed. At this time, this device remains in service and there were no adverse patient effects reported.